Event description:
Additional information from a healthcare provider (hcp) via a company representative (rep) stated that the patient weight was asked but unknown at this time. The patient was doing good after the revision. The patient was experiencing loss of therapy which resulted in the revision of the catheter. The patient was hospitalized and lack of therapy since the catheter was kinked. The catheter was kinked due to the patient anatomy. Action: the healthcare provider (hcp) going to slowly increase dose until original therapy is achieved. The catheter was revised since there lack of therapy. There was no issue with the pump. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2000 mcg/ml at 279 mcg/day) and unknown baclofen (500 mcg/ml at 24 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient has had a one week of loss of therapy and today had a catheter revision done. They said ¿tcl¿ was 114cm. They switched the drug concentration from 2000 mcg/ml to 500 mcg/ml and dose change from 279 mcg/day to 24 mcg/day. Discussed with the caller they will not be able to deliver the 2000 mcg/ml drug at 24 mcg/day, the lowest dose was 96 mcg/day (pump tubing drug). The hcp stated he spoke to another doctor and the patient will be hospitalized. It was noted that he was using 96mcg/day for the bridge of the pump tubing and pump tubing volume 0.289 ml for 144.5hrs. Discussed priming the catheter first (no drug in the catheter and then modified bridge bolus for the pump tubing.